Manufacturer narrative:
The returned product was not analyzed as the complaint of hematoma could not be confirmed via laboratory testing. There is no alleged failure of the device. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had a spot that looked like a burn over the ipg site. The physician met with the pt and replaced the ipg. It was reported the physician did not believe the tissue was burned, and sent the tissue to the lab for testing. F/u identified the tissue was confirmed to be a hematoma.